Event description:
The complainant has reported to bsc that a male pt (age unk) underwent an ercp in 2006, it was reported that during the procedure the "middle of tip (broke) off". The procedure was completed with another jag precursor. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.